Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent occlusion alarms. The customer's blood glucose (bg) levels were high (357 mg/dl). The customer would change the pump supplies and deliver a bolus to address the bg level. As the pump supplies had been changed, a cause of the past occlusions could not be determined. The customer was not currently receiving an occlusion alarm. A pump system check was performed using the current pump supplies and no device issue was identified.